Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she had an insulin reaction and was hospitalized. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer stated that she heard a "gurgle" before her blood glucose dropped, and she thought the insulin pump may have delivered some insulin. Nothing further was reported.